Manufacturer narrative:
The needle was returned for investigation and confirmed the lot number is a1539. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The shaft's temperature is -46.8°c which points to insufficient thermal insulation of the needle. Needle disassembly did not find any visible soldering gaps or voids nor corrosive signs or soldering flux residual. Based on the investigation results, the root cause determined insufficient vacuum insulation of the needle; however there was no relationship found between the needle manufacturing process and the vacuum loss phenomena. The treatment was completed with no injury to the patient. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate.

Event description:
This is a follow up #1 to report the investigation results of the returned needle. As reported in the initial: it was reported that once the freeze cycle was initiated for a cryoablation procedure, frost started to develop down the shaft of the needle. The patient's skin was protected with a warm saline glove. The case was completed without injury.

Event description:
It was reported that once the freeze cycle was initiated for a cryoablation procedure, frost started to develop down the shaft of the needle. The patient's skin was protected with a warm saline glove. The case was completed without injury.